Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Date of event is estimated. An issue of 'unable to disable MRI mode' due to patient deleting their bond while in MRI mode was reported to abbott. The patient was able to locate their backup programmer to exit MRI mode and restore therapy. Abbott has taken actions to prevent reoccurrence.

Event description:
It was reported that the device was placed into MRI mode, the patient deleted the ipg off the patient controller app and deleted the orn off of her settings and was unable to disable MRI mode. An abbott representative met with the patient and was able to successfully disable the MRI mode and restore therapy.